Event description:
It was found that the legs were binding and difficult to raise due to worn and dirty leg bearings (half shell bearings).

Event description:
It was reported via repair work order that the customer alleged the cot will not retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The event of binding and grinding bearings which can cause the cot to struggle while lifting and lowering in powered mode is not likely to cause or contribute to serious injury because the cot is fully functional and able to be lifted upward and loaded into the ambulance in manual mode.